Event description:
During a coronary stent procedure of a pre dilated tortuous circumflex lesion, the physician was unable to cross the lesion. The delivery/stent device became locked up on the wire and he was unable to advance or retract the delivedry/stent device. The entire system was removed. Upon removal it was noted that the stent was missing. Attempts to locate the stent in the body were unsuccessful. The guide was checked (cut apart) and the sheath was replaced and they were still unable to locate the stent. Pt status is listed as "okay".